Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During pre-procedure preparation, air removal failed, resulting in poor image quality. The procedure was completed with another of the same device. No patient complications were reported.